Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of angina and dyspnea are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
Additional information: a left heart catheterization was done and the event was downgraded to angina from possible myocardial infarction. The symptoms are continuing. Reportedly, the stents in the lad were patent without in-stent restenosis.

Event description:
It was reported that on (B)(6) 2011, two promus stents were implanted in a mid, left anterior descending artery with a post procedure residual of 0% and approximately 20 months later, the patient presented to the hospital with angina, chest pressure and tightness, triggered mostly by exertion activity and radiating to the jaw sometimes and shortness of breath [dyspnea]. A left heart catheterization was done and the event was downgraded to angina from possible myocardial infarction. The symptoms are continuing. There was no additional information provided.